Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing. It was noted that the patient had a newly acquired frequency-dependent bundle branch block (bbb).the morphology in the programmed sensing vector changed dramatically during the bbb; this was also seen when testing a different sensing vector. Another sensing vector was programmed that did no appear to show morphology changes during the bbb, however the patient received another inappropriate shock minutes after reprogramming to this vector due to muscle potential outcome oversensing. Screening was tried to find a better position for the electrode without success. Therapy was programmed off in s-ICD and a revision procedure to a transvenous implantable cardioverter defibrillator (ICD) will be considered. At this time evidence suggests the s-ICD and electrode remain in service and no additional adverse patient effects were reported. Additional information was received that the s-ICD system was explanted and replaced with another manufacturer's transvenous system. No additional adverse patient effects were reported. The s-ICD was given to the patient and will not be returned.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing. It was noted that the patient had a newly acquired frequency-dependent bundle branch block (bbb).the morphology in the programmed sensing vector changed dramatically during the bbb; this was also seen when testing a different sensing vector. Another sensing vector was programmed that did no appear to show morphology changes during the bbb, however the patient received another inappropriate shock minutes after reprogramming to this vector due to muscle potential outcome oversensing. Screening was tried to find a better position for the electrode without success. Therapy was programmed off in s-ICD and a revision procedure to a transvenous implantable cardioverter defibrillator (ICD) will be considered. At this time evidence suggests the s-ICD and electrode remain in service and no additional adverse patient effects were reported.